Event description:
It was reported that one week following the procedure, the patient experienced subacute ischemia caused by severe right common femoral artery stenosis. Endoluminal treatment was performed with common femoral artery angioplasty and stenting. Reportedly, the patient was recovering.

Manufacturer narrative:
No components were returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.